Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received really hard time pressing the button like the act button. Customer¿s blood glucose was unknown. Customer stated that they buttons was hard to press. The insulin pump will not be returned for analysis.